Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from south korea that the front part of the chuck device was shaking, and the bearing was pulled out. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: b5, h6: during subsequent follow-up with the reporter additional information was obtained. The reporter clarified that the locking system was also damaged. Therefore, the medical device problem code for mechanical problem (a05) has been included in this event. Device evaluation: this device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of the bearing being pulled out was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device was frozen/would not move, did not function, the color band was chipping/fading, and the labeling had an illegible etch. It was further determined that the device failed pretest for marking and labeling check function of tool coupling. The assignable root cause was determined to be due to component failure from wear.